Manufacturer narrative:
Received two (2) new. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13493413. One (1) used. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13493413. No damages or anomalies observed on the returned two new sets. The distal tubing was separated from the plum cassette on the used set. The distal tubing was not returned for evaluation. A portion of the tubing was still inside the bonding pocket of the plum cassette. The two new sets were air pressure leak tested where no leaks observed anywhere along the fluid path. The received two new 146870489, primary plum set were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 10 ml at 400 ml/hr as infused. No cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions were noted. The complaint of separation and leakage can be confirmed on the one (1) used list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13493413. No damages or anomalies observed on the returned two new sets. The distal tubing was separated from the plum cassette on the used set. The distal tubing was not returned for evaluation. A portion of the tubing was still inside the bonding pocket of the plum cassette. The probable cause of the broken tubing is due to unintentional pulling force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 as the samples were received 6/14/2023.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the patient pulled the tubing from the disc attachment piece. The pump did not alarm and they would think that it should have sensed air. However, the pump¿s monitoring system had everything in place. The nurse asked if there are any guardrails in place for the external tubing. The IV was running onto the floor. The report also stated that patient pulled apart his IV at the cassette. The chamber kept dripping on the floor. The pump did not beep at all. The nurse placed 2 of the tubing's in a pump and pulled. It took a lot of strong, forceful pulling to cause the tubing to detach. It was reported the patient was confused, and then pulled the tubing very hard. There was patient involvement but no harm reported.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Additional information e1- (B)(6).